Event description:
It was reported that during a surgical procedure at the user facility, the trigger of the device disassembled. The procedure was completed successfully using back-up equipment. The procedure was delayed, but it was not reported that the delay was clinically significant. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.